Event description:
It was reported that the evening prior to the procedure to implant 5 xience v stents in the coronary vasculature (2 stents in the mid left anterior descending (lad) artery, 1 in the proximal lad, 1 in the 1st obtuse marginal, and 1 in the proximal circumflex artery), the patient experienced chest pain. The day following the procedure the patient was noted to have elevated cardiac enzymes and was diagnosed with a non st-elevation myocardial infarction. No treatment was provided. The event resolved 3 days after the procedure, and the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of myocardial infarction (mi), as listed in the electronic xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.